Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of device alarming was confirmed as a battery issue. The root cause was due to main batteries being defective. To correct the issue the main batteries were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump that alarmed. There was no patient involvement. Additional information was requested and is not available.